Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for lead revision procedure due to high capture threshold on the right ventricular lead. During procedure, large thrombus was seen and the pulse generator was also removed. The system was not replaced and the patient was in stable condition.

Manufacturer narrative:
(B)(4)